Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had station frozen after bootup. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine had frozen after boot-up. A technical support specialist (tss) dialed into the station and assisted with reboot. Tss verified the station was able to boot up successfully without freezing and customer gave permission for case closure. The system functioned as intended after the technical support specialist troubleshot the device.